Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) required autofill fill for every hour, causing air leak. No patient harm

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, e1(event site email), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, users subject unit as ¿leaking air¿ while on patient. It is unclear how long patient remained on unit. Users continued treatment until therapy finished without swapping out console. Users turned unit over to biomed for resolution. Reported onsite on 30 june. Unable to replicate user complaint. Successfully completed a simulated treatment on unit upon initially testing with testing catheter and trainer without issue. Reviewed and attached logs for reference. Identified gas loss alarms on logs for 27 and 28 june. Unit clean inside, without signs of fluid ingress, dust free, and clean inside/outside. All parameters within tolerance. Successfully completed a full system checkout while onsite without issue. Ran simulated treatment on unit while onsite working on another service appointment without surfacing any issues or alarms. Recommended user to run unit overnight to determine whether issue reoccurs. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed.